Manufacturer narrative:
No blank display noted. Unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button. Unit had broken battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received button error. The customer¿s blood glucose level was unknown. The customer reported that the pump quit stopped working and pump was broken where the battery was and buttons don't work. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The date provided in section with the initial report was incorrect. The correct date is (B)(4) 2019.